Event description:
It was reported that there were episodes of high pacing impedance, variable r-wave sensing, and high capture threshold that resulted in a loss of capture on the right ventricular (rv) lead. During the explant procedure, insulation damage was noted near the suture sleeve on the rv lead, which was the suspected cause of the electrical anomalies. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in three pieces for analysis. The reported events of insulation abrasion and r-wave amplitude variation were confirmed. An external insulation abrasion was revealed in one location proximal to the suture sleeve tie marks, which is consistent with friction to device can. The insulation abrasion breached the ring electrode and the right ventricular cable lumens with abrasions noted to the ethylenetetrafluoroethylene (etfe) cable coating of one conductor cable on each breached conductor paths. The inner coil lumen and polytetrafluoroethylene (ptfe) liner were also abraded in this region, which exposed the inner coil. The reported event of r-wave amplitude variation was isolated to the exposure of the ring electrode conductor path and inner coil at the abrasion zone. The reported events of high capture threshold and high pacing impedance were also confirmed. Visual and x-ray inspection of the lead revealed both the ring electrode conductor cables to be fractured/separated at the cable crimp located at the bent/damaged connector region. The reported events of high capture threshold and high pacing impedance were isolated to be due to the fractured/broken ring electrode conductor cables at the connector region.